Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cervix carcinoma ('cervical cancer') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, nabothian cyst, menometrorrhagia and pregnancy. Previously administered products included for an unreported indication: depoprovera from 2000 to 2005, docusate calcium and ferrous sulfate. Concurrent conditions included obesity, lower extremity mass, drug allergy, uti, kidney stones, left lower quadrant pain, uterine fibroid and uterine bleeding. Concomitant products included alprazolam, ibuprofen and ranitidine hydrochloride (ranitidine hcl). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea,"), anxiety ("anxiety"), depression ("depression"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pruritus ("itchy"), dyshidrotic eczema ("dishidrotic eczema"), diverticulitis ("diverticulitis"), dyspepsia ("digestive issue") and allergy to metals ("nickel allergy") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, blood disorder, cardiac disorder, tooth disorder, dysmenorrhoea, fatigue, alopecia, urinary tract infection, vaginal infection, migraine, nausea, anxiety, depression, urticaria, uterine leiomyoma, cyst, vaginal discharge, weight increased, back pain, vulvovaginal pain, ovarian cyst, endometriosis, adenomyosis, cervix carcinoma, pruritus, dyshidrotic eczema, diverticulitis, dyspepsia and allergy to metals outcome was unknown. The reporter considered adenomyosis, allergy to metals, alopecia, anxiety, back pain, blood disorder, cardiac disorder, cervix carcinoma, cyst, depression, diverticulitis, dyshidrotic eczema, dysmenorrhoea, dyspepsia, endometriosis, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, tooth disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 213 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2017: 13 mm uterine fibroid essure devices in place nabothian cysts. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometriosis, ovarian cyst, adenomyosis and cervical cancer, dyshidrotic eczema. The following information was received from social media nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cervix carcinoma ('cervical cancer') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, nabothian cyst, menometrorrhagia and pregnancy. Previously administered products included for an unreported indication: depoprovera from 2000 to 2005, docusate calcium and ferrous sulfate. Concurrent conditions included obesity, lower extremity mass, drug allergy, uti, kidney stones, left lower quadrant pain, uterine fibroid and uterine bleeding. Concomitant products included alprazolam, ibuprofen and ranitidine hydrochloride (ranitidine hcl). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea,"), anxiety ("anxiety"), depression ("depression"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pruritus ("itchy"), dyshidrotic eczema ("dishidrotic eczema"), diverticulitis ("diverticulitis"), dyspepsia ("digestive issue") and allergy to metals ("nickel allergy") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, blood disorder, cardiac disorder, tooth disorder, dysmenorrhoea, fatigue, alopecia, urinary tract infection, vaginal infection, migraine, nausea, anxiety, depression, urticaria, uterine leiomyoma, cyst, vaginal discharge, weight increased, back pain, vulvovaginal pain, ovarian cyst, endometriosis, adenomyosis, cervix carcinoma, pruritus, dyshidrotic eczema, diverticulitis, dyspepsia and allergy to metals outcome was unknown. The reporter considered adenomyosis, allergy to metals, alopecia, anxiety, back pain, blood disorder, cardiac disorder, cervix carcinoma, cyst, depression, diverticulitis, dyshidrotic eczema, dysmenorrhoea, dyspepsia, endometriosis, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, tooth disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 213 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2017: 13 mm uterine fibroid essure devices in place nabothian cysts. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometriosis, ovarian cyst, adenomyosis and cervical cancer, dyshidrotic eczema the following information was received from social media nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- diverticulitis, digestive issue. Reporter were added. On 23-mar-2020: social media received. Event added- nickel allergy. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cervix carcinoma ('cervical cancer') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, nabothian cyst, menometrorrhagia and pregnancy. Previously administered products included for an unreported indication: depoprovera from 2000 to 2005, docusate calcium and ferrous sulfate. Concurrent conditions included obesity, lower extremity mass, drug allergy, uti, kidney stones, left lower quadrant pain, uterine fibroid and uterine bleeding. Concomitant products included alprazolam, ibuprofen and ranitidine hydrochloride (ranitidine hcl). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea,"), anxiety ("anxiety"), depression ("depression"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), pruritus ("itchy") and dyshidrotic eczema ("dishidrotic eczema") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, blood disorder, cardiac disorder, tooth disorder, dysmenorrhoea, fatigue, alopecia, urinary tract infection, vaginal infection, migraine, nausea, anxiety, depression, urticaria, uterine leiomyoma, cyst, vaginal discharge, weight increased, back pain, vulvovaginal pain, ovarian cyst, endometriosis, adenomyosis, cervix carcinoma, pruritus and dyshidrotic eczema outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, back pain, blood disorder, cardiac disorder, cervix carcinoma, cyst, depression, dyshidrotic eczema, dysmenorrhoea, endometriosis, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pruritus, rash, tooth disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 213 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: 13 mm uterine fibroid essure devices in place. Nabothian cysts. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometriosis, ovarian cyst, adenomyosis and cervical cancer, dyshidrotic eczema . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- itchy. Reporter were added. On 23-mar-2020: social media was received. Reporter and event : dyshidrotic eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, nabothian cyst, menometrorrhagia and pregnancy. Previously administered products included for an unreported indication: depoprovera from 2000 to 2005, docusate calcium and ferrous sulfate. Concurrent conditions included obesity, lower extremity mass, drug allergy, uti, kidney stones, left lower quadrant pain, uterine fibroid and uterine bleeding. Concomitant products included alprazolam, ibuprofen and ranitidine hydrochloride (ranitidine hcl). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea,"), anxiety ("anxiety"), depression ("depression"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("fibroids,") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, blood disorder, cardiac disorder, tooth disorder, dysmenorrhoea, fatigue, alopecia, urinary tract infection, vaginal infection, migraine, nausea, anxiety, depression, urticaria, uterine leiomyoma, cyst, vaginal discharge, weight increased, back pain and vulvovaginal pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, blood disorder, cardiac disorder, cyst, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2017: 13 mm uterine fibroid essure devices in place nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and mr received. New events added: pelvic pain, abnormal bleeding (vaginal), menorrhagia, rashes, blood or heart disorder/condition, dental problems, dysmenorrhea, fatigue, hair loss, urinary and vaginal infection, migraines / headaches, nausea, anxiety, depression, hives, fibroids, cysts, vaginal discharge, weight gain, vaginal pain, back pain. Concomitant drugs, concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cervix carcinoma ('cervical cancer') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, nabothian cyst, menometrorrhagia and pregnancy. Previously administered products included for an unreported indication: depoprovera from 2000 to 2005, docusate calcium and ferrous sulfate. Concurrent conditions included obesity, lower extremity mass, drug allergy, uti, kidney stones, left lower quadrant pain, uterine fibroid and uterine bleeding. Concomitant products included alprazolam, ibuprofen and ranitidine hydrochloride (ranitidine hcl). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), blood disorder ("blood or heart disorder/condition"), cardiac disorder ("blood or heart disorder/condition"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea,"), anxiety ("anxiety"), depression ("depression"), cyst ("cysts"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives"), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, blood disorder, cardiac disorder, tooth disorder, dysmenorrhoea, fatigue, alopecia, urinary tract infection, vaginal infection, migraine, nausea, anxiety, depression, urticaria, uterine leiomyoma, cyst, vaginal discharge, weight increased, back pain, vulvovaginal pain, ovarian cyst, endometriosis, adenomyosis and cervix carcinoma outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, back pain, blood disorder, cardiac disorder, cervix carcinoma, cyst, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 213 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2017: 13 mm uterine fibroid. Essure devices in place. Nabothian cysts. Concerning the injuries reported in this case, the following one/ones were reported via social media: endometriosis, ovarian cyst, adenomyosis and cervical cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events endometriosis, ovarian cyst, adenomyosis and cervical cancer added and new reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.